Event description:
Information received by medtronic indicated that the customer had reported that the difficulty in filling reservoir and led to high blood glucose. Partial troubleshooting was performed as customer declined. No harm requiring medical intervention was reported. It is unknown if the customer had continued to use the device. The product will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.